Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently black effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.